Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® bellatek® encode® healing abutment was returned for investigation. Visual evaluation of the as returned product identified signs of wear due to usage. Functional testing was performed was not performed due to the nature of the reported event. However, measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within specification. Pre-existing condition noted on the per was moderate bone density type ii. The device had been placed on tooth # 19 for approximately 1 year when the incident occurred. X-ray or picture images were not provided. DHR review for the lot (1219668) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1219668) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable. The following section has been corrected: h4: manufacturer date.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Event date: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that a healing abutment (ieha464) fell out while patient was eating. No serious injury was reported. Also, customer confirmed no previous loosening was noted. Tooth location 19.